Event description:
The micro oscillating saw with xl blade mount was tested during routine servicing. Upon evaluation it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event. Upon inspection at the manufacturer, it was discovered that the device was also missing a screw.

Manufacturer narrative:
Upon disassembly for visual inspection, corrosion was found on the rotor bearing, motor and press plug.